Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had sensor glucose verses blood glucose differences. Customer's blood glucose was 188 mg/dl and current sensor value is 40. The sensor glucose and blood glucose is not with in acceptable range. The customer was advised to that the sensor maybe responding to changes in glucose. The customer was advised to monitor sensor. The customer also reported via phone call the bad sensor alert and calibration alert. The customer's blood glucose was 177 or 188 mg/dl. The customer was advised to change sensor and start over. The customer was advised that we will return and replace the sensor. The customer was advised the calibration equation and to not calibrate immediately after getting a calibration error to avoid the 2 calibration error and change sensor issue.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test. The sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings.